Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: it was reported that the patient experienced ineffective therapy. X-ray showed that the right s2 and right s3 leads had migrated. As such, surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced addressing the issue. Reportedly, effective therapy was confirmed post operatively.

Manufacturer narrative:
Corrected data: g3: it was inadvertently reported as "dec 20, 2021" as g3 - date received by manufacturer: " date in the initial report. The correct g3 - date received by manufacturer: has been updated in this report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.